Manufacturer narrative:
Approximate age of device ¿ 7 months (the age is calculated from the date of implant to the event date). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient expired and the cause was unknown. No further details available.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, and the reported events could not be conclusively established through this evaluation. Multiple attempts for additional information were sent to the customer and no further detail was provided. The heartmate 3 lvas IFU lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No device-related issues reported. No further information was provided. The manufacturer is closing the file on this event.